Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the blurry/foggy image was not clear due to a bad charge coupled device. The lens cover was missing and the video connector failed the water leak test. It was also noted that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had a fuzzy picture. The issue was found prior to use and it was replaced without any issues. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, failure of charge-coupled device (ccd) was confirmed. It was determined that ccd failure likely resulted in the visual function not working normally resulting to the phenomenon of ¿the images are not clearly visible¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.